Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 525 mg/dl and 430 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer was treated with insulin pump and manual injection. Customer did use auto mode or smartguard. Customer believed insulin pump was under delivering. Customer reported that there are times that it seemed to give to much and she will go to low. The insulin pump will not be returned for analysis.